Manufacturer narrative:
With regards to this complaint, one high speed tdc cutter was received for investigation in an unopened pouch. Visual inspection of the pouch revealed ink residue on the outside of the pouch. No particles appeared to be present in the pouch. The ink was transferred from the label of the adjacent product that was present in the secondary packaging (cardboard box). The humidity levels during storage might have attributed this ink transfer, but this cannot be determined with certainty. Please note that, since no ink or other material was found inside the sterile pouches, the safety and efficacy of the product was not compromised and as such could not lead to a potential serious deterioration of health. Device history record review revealed no deviations and a complaint database search showed that only one similar complaint was reported in the recent years (different product). Based upon the current information available the findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
The nurse noticed that there are particles in the pouch of the cutter 8268.vit23.the particles were noticed prior to the product being used.

Manufacturer narrative:
The product has been requested to be returned for investigation.

Event description:
The nurse noticed that there were particles in the pouch of the cutter 8268.vit23. The particles were noticed prior to the product being used.